Event description:
It was reported that the procedure was to treat a moderately tortuosity, heavily calcified, 100% stenosis, concentric, de novo in the proximal right coronary artery (rca). The 3.50 x 8 mm rx trek balloon catheter was advanced for pre-dilatation; however, the balloon ruptured at first inflation at 8 atmospheres. The device was removed from the patient anatomy and a pinhole rupture was confirmed. A 2.25 x 15 mm non-abbott balloon catheter was used for pre-dilatation. The device was prepared inside of the patient anatomy and the balloon soaked in the normal saline. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states in the preparation for use section, to evacuate air form the balloon segment. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.